Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2010, this patient underwent endovascular repair of an aortic arch aneurysm using two gore tag thoracic endoprostheses (tgt3420/7894050, tgt4020/7608120). Prior to the implant of endoprostheses, a complete debranching procedure was performed to maintain blood flow to the branch vessels of the aortic arch. A conduit was prepared on the ascending aorta, and two endoprostheses were inserted and deployed through the conduit. The patient tolerated the procedure. On (B)(6) 2010, a follow-up study revealed an aortic dissection extending from the ascending aorta to the abdominal aorta. A type ii endoleak originating from the left subclavian artery was also present. A wait-and-watch approach was taken to both aortic dissection and endoleak. On (B)(6) 2010, in three-month follow-up study, aneurysm diameter was 69 mm. The aortic dissection and type ii endoleak still remained. On (B)(6) 2010, the patient was discharged from the hospital. Aneurysm diameter was 69 mm. In two follow-up studies performed, the aortic dissection and type ii endoleak still remained. Aneurysm diameter was 71 mm. On (B)(6) 2012, in two-year follow-up study, aneurysm diameter had enlarged to 84 mm with the persistent type ii endoleak. The aortic dissection still remained. The aortic dissection and type ii endoleak were monitored. The patient did not visit the hospital for his follow-up studies, therefore, no additional information is available.